Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was unable to be performed as occlusion alarms occurred in the past. The customer experienced blood glucose levels up to 200 mg/dl and addressed them with insulin shots. Reportedly, the customer changed out all supplies and was successfully able to resume insulin after each occlusion alarm. Tandem technical support advised for the customer to call at the time of the alarm to troubleshoot; customer acknowledged.